Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated powers on post op day 4 and 5. Left ventricle end-diastolic diameter (lved) was not enlarged and the inflow and outflow velocities were normal. It appeared the pump was properly unloading, but the acutely high powers were concerning to the customer. The patient underwent a pump exchange on (B)(6) 2016. It was reported that at the time of initial implant there was ventricular trabecular present which a portion was removed during implant. Upon pump exchange there were more trabeculi present and removed. The customer reported that this could have contributed to the development of a thrombus which got into the rotor.

Manufacturer narrative:
The report of thrombus was confirmed based on the evaluation of the returned pump and the report of elevated pump power readings was confirmed based on the evaluation of the retrieved log file from the returned system controller the pump was returned assembled with the driveline cut approximately 2.5 inches from the pump housing and the severed portion of the driveline was not returned. Upon disassembly of the pump, examination of the blood tube/rotor outlet section and the body of the rotor revealed a non-laminated deposition situated on the outlet bearing cup. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present for an extended period of time while the pump was operating. The remaining pump blood-contacting surfaces were free of any adhered thrombus or deposition. If it were present while the pump was operating, the deposition found in the pump could have potentially created additional resistance on the spinning rotor, contributing to the report of elevated pump power values. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the deposition. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists thrombus as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.